Event description:
It was reported, that the device alarms for 'air in line'. When attempting to run volume test even after priming and switching sets. The issue was discovered, during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. It was determined that the air detector was the root cause. The downstream and upstream occlusion sensors were calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.